Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v443598. Implanted: (B)(6) 2010. Product type lead product ID 7482a51 lot# serial# (B)(6). Implanted: (B)(6) 2010. Product type extension section d information references the main component of the system. Product ID: 3387s-40, serial/lot #: (B)(6), ubd: 05-jan-2013, UDI#:(B)(4); product ID: 7482a51, serial/lot #: (B)(6), ubd: 22-apr-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The caller said the patient felt a jolt today, and it's happened in the past, but the caller didn't know when the issue started. The patient had been in the caller's facility since september. The caller didn't know where the patient felt the jolt but wanted to know if the walkie-talkie (wt) could have been the cause. Technical services(ts) reviewed with the caller that it's unlikely the patient got the jolt from the wt. The patient was recharging at the time they got the jolt. The patient had a tendon surgery in their arm recently. The caller was not with the patient. The patient was redirected to their healthcare provider to address the issue further.

Event description:
Additional information received from the consumer reported there were no changes or circumstances that led to the jolting sensation. To resolve this the left side of the stimulator was turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.